Event description:
It was reported that during a da vinci si hysterectomy procedure, the tip of the permanent cautery spatula (pcs) instrument was observed to be broken and the plastic tip of the housing was charred. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's distal clevis had visible char marks. The conductor wire remained attached. No other damage was found. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. The initial reporter indicated that the surgeon was performing cautery around the patient's vaginal cuff when a spark was observed coming from the permanent cautery spatula (pcs) instrument. There was no patient harm, adverse outcome or injury to the patient. The instrument was removed and the planned surgical procedure was completed with an instrument of a different type. According to the initial reporter, a valley lab force fx electrosurgical generator was used during the surgical procedure and the monopolar setting was 35 watts. The pcs instrument was in use for approximately 1/2 hr when the spark was observed. The instrument was inspected prior to use and there were no issues identified prior to use. Reportedly, the instrument had not made contact with any other instrument during the surgical procedure. The patient did not experience any intra-operative complications. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the reported event. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.